Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on this non-boston scientific right atrial (ra) lead due to oversensing of the minute ventilation (mv) feature. This resulted in the mv feature being programmed off automatically. Additionally, it was noted there was high out of range (oor) pacing impedances measuring greater than 3000 ohms and oor atrial intrinsic amplitude on this non-bsc ra lead. Boston scientific technical services discussed possible causes and recommended to evaluate the patient by performing isometrics to see if the oor impedances can be reproduced and to turn the mv feature and sam feature back on. The health care professional is going to continue to monitor at this time. This pacemaker and non-boston scientific ra lead remains in service. No adverse patient effects were reported.additional information was received that this pacemaker and non-boston scientific right atrial (ra) lead exhibited high thresholds. Boston scientific technical services discussed programming changes and recommended to continue to monitor.

Manufacturer narrative:
Reference h6 field for new added device code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on this non-boston scientific right atrial (ra) lead due to oversensing of the minute ventilation (mv) feature. This resulted in the mv feature being programmed off automatically. Additionally, it was noted there was high out of range (oor) pacing impedances measuring greater than 3000 ohms and oor atrial intrinsic amplitude on this non-bsc ra lead. Boston scientific technical services discussed possible causes and recommended to evaluate the patient by performing isometrics to see if the oor impedances can be reproduced and to turn the mv feature and sam feature back on. The health care professional is going to continue to monitor at this time. This pacemaker and non-boston scientific ra lead remains in service. No adverse patient effects were reported.